Event description:
It was reported that the patient was implanted with a shoulder arthroplasty. Subsequently, the patient was revised due dislocation. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: 110031418, lot: 6674351, item name: standard 36mm diameter bearing. The product will not be evaluated by zimmer biomet as it was requested but not returned by the hospital. Once the investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h6, h11. D10: comp lk scr 3.5hex 4.75x25 st cat#180552 lot# 66783812. Comp lk scr 3.5hex 4.75x25 st cat#180552 lot# 66794981. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.